Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the screw tip fractured and the proper torque was used.

Manufacturer narrative:
Visual inspection at 10x magnification reveals that the screw is fractured. Visual inspection in comparison with the drawing was consistent with the design of the try-in screw. The device history record review for the screw was performed and did not identify any non-conformances or corrective and preventive actions for the lot. A definitive root cause has not been determined.